Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was inaccurate erratic compared to itself. On (B)(4) 2011, this medical surveillance specialist (mss) spoke with the patient by phone for additional information. The patient reported that the alleged product issue began in early (B)(6) 2011 when he noticed that his usual (fasting) morning readings had gone from approximately 100 to the 100's to 300's. On (B)(6) 2011 at 10:00am. The patient reported blood glucose results of "356mg/dl, 184mg/dl and 449mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results were outside the expected value of <= 20%. The patient reported he manages his diabetes with insulin. The patient stated that on (B)(6) 2011, based on the 449mg/dl reading, he took more insulin than he usually takes in the morning. The patient stated that he became "shaky" and "confused" due to the issue. The patient claimed that he ate carbohydrates and drank juice as self-treatment received due to the issue and felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4) 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.